Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (batch no. 824496-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included metformin since 2003. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), irritability ("hormonal changes describe: mood irritation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dry eye ("vision/eye problems type: dry eyes"), visual impairment ("poor vision"), weight increased ("weight gain") and constipation ("gastrointestinal or digestive system condition type: constipation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), chest pain ("chest pain"), dyspepsia ("heartburn"), anxiety ("anxious"), depression ("depressed"), back pain ("back pain"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe abdominal cramping"), amnesia ("psychological or psychiatric problems condition: memory loss/ neurological conditions or problems type: memory loss"), abdominal pain upper ("stomach aches"), gastrointestinal disorder ("bowel issues") and cardiovascular disorder ("slow/bad circulation"). The patient was treated with surgery (patient undergo a procedure for removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight fluctuation, alopecia, chest pain, dyspepsia, anxiety, depression, back pain, abdominal distension, dyspareunia, abdominal pain, abdominal pain lower, irritability, vaginal haemorrhage, menorrhagia, female sexual dysfunction, amnesia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dry eye, visual impairment, weight increased, constipation, abdominal pain upper and cardiovascular disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, back pain, cardiovascular disorder, chest pain, constipation, depression, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, irritability, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: these symptoms continued and caused her to be anxious and depressed. Over the next several months, plaintiff sought treatment on multiple occasions for above mentioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion and proper placement on (B)(6) 2008, she had hysterosalpingogram which showed it was reported that there were five trailing coils on the right tube and three trailing coils on the left. No complications were encountered. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure (batch no. 824496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. Concomitant products included metformin since 2003. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), irritability ("hormonal changes describe: mood irritation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dry eye ("vision/eye problems type: dry eyes"), visual impairment ("poor vision"), weight increased ("weight gain") and constipation ("gastrointestinal or digestive system condition type: constipation"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), chest pain ("chest pain"), dyspepsia ("heartburn"), anxiety ("anxious"), depression ("depressed"), back pain ("back pain"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe abdominal cramping"), amnesia ("psychological or psychiatric problems condition: memory loss/ neurological conditions or problems type: memory loss"), abdominal pain upper ("stomach aches"), gastrointestinal disorder ("bowel issues") and cardiovascular disorder ("slow/bad circulation"). The patient was treated with surgery (patient undergo a procedure for removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight fluctuation, alopecia, chest pain, dyspepsia, anxiety, depression, back pain, abdominal distension, dyspareunia, abdominal pain, abdominal pain lower, irritability, vaginal haemorrhage, menorrhagia, female sexual dysfunction, amnesia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dry eye, visual impairment, weight increased, constipation, abdominal pain upper and cardiovascular disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, back pain, cardiovascular disorder, chest pain, constipation, depression, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, irritability, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: these symptoms continued and caused her to be anxious and depressed. Over the next several months, plaintiff sought treatment on multiple occasions for above mentioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion and proper placement on (B)(6) 2008, she had hysterosalpingogram which showed it was reported that there were five trailing coils on the right tube and three trailing coils on the left. No complications were encountered. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Updated patient demographics. Concomitant disease, laboratory data and concomitant drug was added. Added suspect drug indication and lot number. On (B)(6) 2016, she explanted essure (previously reported as apr-2016). Added events hormonal changes describe: mood irritation, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: memory loss, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), vision/eye problems type: dry eyes/poor vision, , weight gain, gastrointestinal or digestive system condition type: constipation, stomach aches, bowel issues, slow/bad circulation. Updated onset date and events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal heavy bleeding') in an adult female patient who had essure (batch no. 824496-not valid,824486) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 190 lbs. Concurrent conditions included fibromyalgia and overweight. Concomitant products included metformin since 2003. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), irritability ("hormonal changes describe: mood irritation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), amnesia ("psychological or psychiatric problems condition: memory loss/ neurological conditions or problems type: memory loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dry eye ("vision/eye problems type: dry eyes"), visual impairment ("poor vision") and constipation ("gastrointestinal or digestive system condition type: constipation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), chest pain ("chest pain"), dyspepsia ("heartburn"), anxiety ("anxious"), depression ("depressed"), back pain ("back pain"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe abdominal cramping"), abdominal pain upper ("stomach aches"), gastrointestinal disorder ("bowel issues") and cardiovascular disorder ("slow/bad circulation"). The patient was treated with surgery (patient undergo a procedure for removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight fluctuation, alopecia, chest pain, dyspepsia, anxiety, depression, back pain, abdominal distension, dyspareunia, abdominal pain, abdominal pain lower, irritability, vaginal haemorrhage, menorrhagia, female sexual dysfunction, amnesia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dry eye, visual impairment, weight increased, constipation, abdominal pain upper and cardiovascular disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, back pain, cardiovascular disorder, chest pain, constipation, depression, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, irritability, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: these symptoms continued and caused her to be anxious and depressed. Over the next several months, plaintiff sought treatment on multiple occasions for above mentioned symptoms. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: it was reported that there were five trailing coils on the right tube and three trailing coils on the left. No complications were encountered.; on (B)(6) 2008: results: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received- lot number were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal heavy bleeding') in an adult female patient who had essure (batch no. (824496,824486)not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 190 lbs. Concurrent conditions included fibromyalgia and overweight. Concomitant products included metformin since 2003. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss"), irritability ("hormonal changes describe: mood irritation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), amnesia ("psychological or psychiatric problems condition: memory loss/ neurological conditions or problems type: memory loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dry eye ("vision/eye problems type: dry eyes"), visual impairment ("poor vision") and constipation ("gastrointestinal or digestive system condition type: constipation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), chest pain ("chest pain"), dyspepsia ("heartburn"), anxiety ("anxious"), depression ("depressed"), back pain ("back pain"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("severe abdominal cramping"), abdominal pain upper ("stomach aches"), gastrointestinal disorder ("bowel issues") and cardiovascular disorder ("slow/bad circulation"). The patient was treated with surgery (patient undergo a procedure for removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight fluctuation, alopecia, chest pain, dyspepsia, anxiety, depression, back pain, abdominal distension, dyspareunia, abdominal pain, abdominal pain lower, irritability, vaginal haemorrhage, menorrhagia, female sexual dysfunction, amnesia, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dry eye, visual impairment, weight increased, constipation, abdominal pain upper and cardiovascular disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, amnesia, anxiety, back pain, cardiovascular disorder, chest pain, constipation, depression, dry eye, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, irritability, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: these symptoms continued and caused her to be anxious and depressed. Over the next several months, plaintiff sought treatment on multiple occasions for above mentioned symptoms. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: it was reported that there were five trailing coils on the right tube and three trailing coils on the left. No complications were encountered.; on (B)(6) -2008: results: confirmed full occlusion and proper placement. Lot numbers reported (824496) and (824486) are not valid. Most recent follow-up information incorporated above includes: on 6-jul-2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), chest pain ("chest pain"), dyspepsia ("heartburn"), anxiety ("anxious"), depression ("depressed"), back pain ("back pain"), abdominal distension ("bloating"), dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain") and abdominal pain lower ("severe abdominal cramping"). The patient was treated with surgery (patient undergo a procedure for removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, weight fluctuation, alopecia, chest pain, dyspepsia, anxiety, depression, back pain, abdominal distension, dyspareunia, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, chest pain, depression, dyspareunia, dyspepsia, fatigue, genital haemorrhage, pelvic pain and weight fluctuation to be related to essure. The reporter commented: these symptoms continued and caused her to be anxious and depressed. Over the next several months, plaintiff sought treatment on multiple occasions for above mentioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: confirmed full occlusion and proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.